Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the secondary piping had an abnormal leakage during transport. In addition, it was noted, the front panel screw was detached/loose, the 1st regulator was loose and a screw had fallen out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus a demo device, high flow insufflation unit, to the olympus service center. Upon inspection testing of the returned device, decreased pressure was discovered. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the pressure decreasing was unable to be identified. Olympus will continue to monitor field performance for this device.